Manufacturer narrative:
H2) additional information added to section e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no surgical delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6)); implant date: n/a; explant date: n/a section d references the main component of the system. Other medical products in use during the event include: battery 9735771 24v s8 svc. H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system "wouldn't let them sign in when they hit enter, it made them type in the password again." After this, it was reported that both monitors went black. It was unknown if there were any errors/messages on the monitors. They tried to turn the system back on, but the camera cart power button led would not illuminate, and it did not power back on. The main cart was able to power on with no reported issues. They used another system for the case. The issue occurred during equipment setup. There was no reported impact to patient outcome and no reported delay. The representative performed troubleshooting: while on site, the representative had no issue logging into the system. The camera cart booted up with no reported issue. A battery test confirmed that the main cart and camera cart were at 100% battery when plugged into wall power. After unplugging from wall power, the main cart stayed at 80%, and the camera cart stayed at 92%. She then confirmed the battery was not leaking.